Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection between smart device and transmitter that occurred on (B)(6) 2015. Dexcom representative advised patient's mother shutting off/on bluetooth on smart device and close all background applications connection was successful. No additional patient or event information is available.